Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. Analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 21:48:12 through (B)(6) 2021 at 10:50:20. Low flow events were captured throughout the log file from (B)(6) 2021 at 9:28:25 through 10:50:20. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists stroke and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. In addition, this document outlines the recommended anticoagulation regimen and inr range. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook, rev. C, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25sep2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b1: corrected. Section d1: corrected. Section d4: corrected catalog number and primary UDI. Section e3: corrected. Section h6: corrected health effect - impact code. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient developed chronic weakness due to the stroke.

Event description:
It was reported that the patient had a right frontoparietal intraparenchymal hemorrhage with a subarachnoid hemorrhage and mass effect. Subsequently, their heartmate device had a sudden loss of flows to 0.3 lpm with no clinical signs of a clot. The patient's lactate dehydrogenase level was 278 u/l, and hemoglobin was 50 mg/dl. Other parameters were within limits. The log file captured several low flow events beginning at 09:28 on (B)(6) 2021. The flows dropped as low as 0 lpm. During this period, the pump power also dropped below baseline values. The flows and powers returned to normal spontaneously. There were no other unusual events recorded in the log file event history. The device operated as expected. The patient's international normalized ratio (inr) had reportedly been subtherapeutic the previous week. A computed tomography scan was utilized for diagnosis but did not reveal any overt occlusion of the inflow or outflow components. There was no change in clinical status or plan of care during or after the reported event.